Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n192917004, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4). The pump and catheter were returned to the manufacturer; however, the section of the catheter suspected to have been broken was not returned. Analysis of the pump revealed no anomaly found. Analysis of the 8709sc catheter revealed coring/tears/cuts in the seal of the sutureless sc connector as well as a user related hole in the catheter body.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal gablofen (concentration 2000mcg/ml; dose 591.8mcg/day) via an implantable infusion pump. The patient had a routine pump refill on (B)(6) 2015. The patient was asymptomatic of any problems. A pump replacement was scheduled as the pump was at elective replacement indicator (eol). The neurosurgeon routinely ordered an x-ray before the pump replacement to make sure the catheter was intact. The x-ray performed on (B)(6) 2015 during the routine pump replacement revealed a catheter fracture approximately 1cm below the anchor. The hcp stated "spinous process was potentially wearing on the catheter." The catheter was also replaced at this time; 24 cm was left implanted and out of service, and a new catheter was implanted. The device issue was resolved. There were no patient symptoms. Patient status at the time of the report was alive with no injury.

Manufacturer narrative:
(B)(4).